Event description:
On 04/21/2025, pmqa became aware of a clinical study in the USA reporting right breast erythema, swelling and pain. Site name: (B)(6) system. Relationship to study device (artia): not related. Relationship to study device procedure (artia implantation): not related. Patient received levaquin and toradol as prophylactic treatment. Patient has "anxiety and was concerned that the swelling in breast has increased since follow up the day prior." Patient "went to the ER the following day with concerns of worsening conditions. ER gave [them] medication to help with discomfort until next follow up, but no new symptoms were noted." This record represents 2 out of 2 artia pieces (related complaint number: (B)(6). Artia was removed. "Artia had not adhered to patient at all and seroma was heavily infected. Pi made the decision to remove device entirely. Sae and procedure documented. She has antibiotics now." "Patient had erythema and drainage which tested positive for klebsiella. Conditions worsened from previous ae." Relationship to artia is listed as 'possible.' Organisms identified: klebsiella aerogenes and finegoldia magna on (B)(6) 2025. "Initially was breast irrigation with debridement which became a full device removal. After the pi did a breast exam and noticed the redness worsening and the cultures came back with kliebsella. After opening breast pocket and seeing no adherence and it floating in pus. Device completely removed and sent to pathology. Waiting on report currently. Patient is discharged and taking antibiotics now."

Manufacturer narrative:
This event is being reported as serious injury due to the reported infection with surgical intervention. A review of the device history record for artia lot: up200128 has been initiated. If any new, changed or corrected information is noted, a supplemental report will be submitted. This is a known potential adverse event addressed in the product labeling. Without relevant patient factors, a relationship between the artia and this event could not be determined. If additional information is made available, a supplemental report will be submitted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b.5, b.6.

Event description:
Healthcare professional provided updated pathology report findings. ""Soft tissue, right breast artia acellular dermal matrix, excision: fibrous tissue with focal acute inflammation and focal early calcifications. No malignancy identified."

Manufacturer narrative:
Previous emdr submission noted event of e1720 skin inflammation/ irritation is a serious injury. Upon further review, this event is determined that it is not considered a serious injury. .

Event description:
Healthcare professional reported a clinical patient experienced reporting right breast with erythema, swelling and pain that is heavily infected with seroma and drainage after implanting artia. The device has been explanted and patient is placed on antibiotics. After opening breast pocket, there no adherence and it floating in pus. Device completely removed and sent to pathology. Cultured noted positive for klebsiella aerogenes and finegoldia magna.